Event description:
The plug head was giving a high ground reading. No injury reported.

Manufacturer narrative:
Technician found that the plug head was giving a high ground reading. Bed was on a med surg floor. Replaced the plug head to resolve this problem.